Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the customer states that there was insufficient negative pressure, and needle easily pop out. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: h. Imdrf annex a grid annex a - a150206 h.6. Investigation summary: bd had not received samples or photos in support of this complaint from catalog 367841, lot number 3016623. No customer samples and no photos were received; therefore, the investigation was limited. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes. All tubes were within specification limits with no issues identified and did not exhibit tube push off. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the customer states that there was insufficient negative pressure, and needle easily pop out. There was no report of impact to patient or user.